Manufacturer narrative:
At this time, no additional information is available and this device has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this device experienced syncope and shock therapy. This patient reported that subsequently this device was explanted and replaced, as it was determined that he required a stronger device.